Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and oversensing. There was no asystole noted. The sensing and impedance measurements decreased, but there was no report of out of range measurements. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.